Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and inspected the architect (B)(4) analyzer. The fsr replaced the dry nozzles as they were misaligned and loose. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect (B)(4) service and support manual contain information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.

Event description:
The customer reports erratic quality control results being generated by the clin chem magnesium assay on an architect (B)(4) analyzer. The customer also provided one example of erratic patient results: sid (B)(6): 0.4 mmol/l ; 0.8 mmol/l; 0.5 mmol/l ; and, 0.4 mmol/l. The typical normal reference range for this assay is 0.66-1.07 mmol/l. There is no impact on patient management reported.